Manufacturer narrative:
(B)(4). Initial reporter state: ni diabetes mellitus is a known cause of hypoglycemia. Health effect - clinical code - e0131 speech disorder.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported by the patient's child that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced a seizure. The cgm was reading 90 mg/dl and the blood glucose reading was 25 mg/dl. There are no details about the treatment of hypoglycemia. Paramedics transported the patient to the hospital, and he was admitted to the intensive care unit (ICU). At some point during the event, the patient was treated with insulin and other medications. There was no documentation of further medical intervention. At the time of the report, the patient remained in ICU for longer than 24 hours. At the time of contact, it was indicated that the patient was mentally unwell and unable to speak. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 04/04/2023. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported by the patient's child that the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient experienced seizure while sleeping. The cgm was reading 90 mg/dl and the blood glucose reading was 27 mg/dl. There was no information about cgm alerts or alarms. There are no details about the treatment of hypoglycemia. The paramedics transported the patient to the hospital, and he was admitted to the intensive care unit (ICU). At some point during the event, the patient was treated with insulin and other medications. There was no additional documentation of further medical intervention. At the time of the report, the patient remained in ICU and was mentally unwell and unable to speak. The patient was then discharged sometime later (B)(6) 2023. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - impact code - f14 prolonged episode of care - additional information. H6 codes: type of investigation/ remove insufficient information available FDA code : 4119 - correction.